Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional sent a returned goods authorization (rga). Later, healthcare professional reported there is a complaint towards the device. Later, healthcare professional reported "firmness". This record is for the right side. The device was explanted, replaced and will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6(a), h4.

Event description:
Healthcare professional reported right side "firmness", captured as capsular contracture, baker grade unknown. The device was explanted, replaced and will be returned.